Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that inappropriate pacing spikes were noted on the electrocardiogram. The patient reported experiencing muscle stimulation for the past two weeks. The right ventricular lead exhibited loss of capture and sensing. X-ray confirmed that the right ventricular lead had perforated the right ventricular apex into the pericardial sac. Since the patient was stable, no intervention was required. The lead was successfully explanted and replaced.